Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of radical prostatectomy for prostate cancer. The patient is reported to have presented with leg swelling. Diagnostic testing revealed a right posterior tibial-popliteal deep vein thrombosis (dvt) with free-floating thrombus extending into the distal right thigh. The indication for the filter placement was reported to be the presence of the free-floating thrombus and the patient¿s previous history of prostate cancer. The filter was implanted via left common femoral vein and placed in an immediate infrarenal position. Approximately twelve years and eight months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed a ¿duplicated¿ ivc with the filter within the right-sided infrarenal ivc and approximately 2.4cm caudal to the outflow of the renal veins. The filter was upright with minimal extension of the struts outside the ivc lumen. Of note, there is a left-sided ivc which arises from the left common iliac vein and drains into the left renal vein. The left-sided ivc did not contain a filter. The patient further reported having experienced mental anguish and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, the patient was status post radical prostatectomy for prostate carcinoma (ca) and presented with leg swelling. Doppler evaluation revealed a right posterior tibial-popliteal deep venous thrombosis (dvt) with free-floating thrombus extending into the distal right thigh. Filter placement was recommended due to the free-floating nature of the thrombus and the history of prostate ca. The left common femoral vein accessed with a needle. The trapease filter was advanced and deployed in the immediate infrarenal position. There was minimal angulation. A follow-up kidney, ureter, and bladder (kub) x-ray revealed good positioning of the filter at the junction of l2-l3. The patient tolerated procedure well. There were no apparent complications. Approximately twelve years and eight months after the filter was implanted, the patient underwent a computed tomography (CT) scan indicated to evaluate the inferior vena cava and the filter. The scan findings reported a duplicated ivc with filter residing within the right-sided infrarenal ivc. The filter resides approximately 2.4cm caudal to the outflow of the renal veins. The filter is upright with minimal extension of the struts of the body of the filter outside the ivc lumen. Of note, there is a left-sided ivc which arises from the left common iliac vein and drains into the left renal vein. No filter is seen in the left sided ivc. Other incidental findings included cholelithiasis; staghorn calculus within the right kidney; gallbladder gallstones; dense atherosclerotic calcification within the aortoiliac outflow; scattered degenerative changes present in addition to scoliosis. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and eight months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient had implantation of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to struts of the ivc filter perforate the wall of the inferior vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.